Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually inspected with no damage identified. The cuff passed the leak testing. The pump was visually and microscopically inspected with no damage identified. The pump passed the leak testing. The balloon was visually and microscopically inspected. A pinhole was identified in the shell, consistent with bulging and fatigue. The balloon did not pass the leak testing. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected based on the damage to the balloon. The investigation conclusion code of known inherent risk of device was chosen as the allegation relates to urinary incontinence, which is addressed in our labeling and risk documentation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence as the device was not performing as expected. A revision surgery was performed, upon examination it was found that the balloon was empty of saline solution which indicated fluid leakage at an unspecified location. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence as the device was not performing as expected. A revision surgery was performed, upon examination it was found that the balloon was empty of saline solution which indicated fluid leakage at an unspecified location. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually inspected with no damage identified. The cuff passed the leak testing. The pump was visually and microscopically inspected with no damage identified. The pump passed the leak testing. The balloon was visually and microscopically inspected. A pinhole was identified in the shell, consistent with bulging and fatigue. The balloon did not pass the leak testing. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected based on the damage to the balloon. The investigation conclusion code of known inherent risk of device was chosen as the allegation relates to urinary incontinence, which is addressed in our labeling and risk documentation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence as the device was not performing as expected. A revision surgery was performed, upon examination it was found that the balloon was empty of saline solution which indicated fluid leakage at an unspecified location. The device was explanted and replaced. No additional patient complications were reported.